Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that drive support cap was missing which made it difficult for insulin pump to prime. It was also reported that the lock for reservoir was missing and reservoir compartment had chipped pieces. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received missing end cap sticker, broken reservoir tube lip and minor scratches on lcd window.